Event description:
It was reported that during a da vinci si surgical procedure the tips of a large clip applier instrument would not open and close smoothly. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on a is3000 system and driven. Recognition and engagement passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. A clip was installed on the grips and successfully applied to a piece of tubing. Functional performance testing did not find any issues. Additional observation not reported by site was tube damage. The main tube exhibited various wear marks with light material removal and a rough surface finish. The damage was spread out along the entire tube length. The tube's epoxy coating had been removed, exposing the fiberglass below. Evidence not conclusive, but issue may be cleaning related. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.